Event description:
It was reported that the customer's insulin pump received a failed battery test. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
All operating currents are within the specification, and no unexpected low battery, failed battery test or off no power alarms were noted. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.